Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who had a pipeline vantage implanted to treat a left posterior communicating artery (pcom) saccular aneurysm. The aneurysm max diameter was 10mm and the neck diameter was 4mm. There was no reported malfunction of the pipeline device. Complete neck coverage with raymond roy (r & r) occlusion class 3 achieved. It was noted that in the procedure, the diagnostic catheter made a knot and become entrapped by itself requiring additional vascular surgery to remove it. Site and medtronic study sponsor assessment of the event concluded the event was not caused by or related to the pipeline device. The event was related to the procedure and the ancillary device and not caused by or related to the pipeline vantage. The event was not life-threatening. It did not prolong the patient's hospitalization and did not result in patient disability. Additional information received reported site reports use of a phenom 27 microcatheter during the (B)(6) 2021 index procedure, however, details pertaining to the event and/or other devices used remain unclear. Additional information received reported that the patient was hospitalized/needed intervention. The site has confirmed the knotted device was not a medtronic device. Per site confirmation ae occurred during diagnostic follow up dsa on 23-9-22; catheter was non-mdt; sponsor updated to not related to procedure/device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported diagnostic catheter entrapment. Prolongation of existing hospitalization was also noted. Other actions taken: surgical catheter removal.